Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the cleaning brush used in the last reprocess got stuck in the forceps channel. It was confirmed that the customer had used the cleaning brush in the previous reprocess. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope suction channel brush does not fall out. The issue was observed during preparation for use on an unknown diagnostic procedure. The procedure was completed with a similar device. No delays or patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was not confirmed. The device evaluation did find the following observations: suction cylinder is polluted, water cleaning function is out of standards due to deformation of nozzle, the gap of up/down knob is out of standards due to worn of angle-wire, angulation in the up direction is out of standards due to worn of angle-wire, water cleaning function is out of standards due to deformation of nozzle, and the adhesive part of ar is broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.